Event description:
It was reported that during a safety test performed in alloga it was found that there was a leak and obstruction.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection confirmed no issues. The functional evaluation found no faults, the device performed within expected parameters. We have not been able to establish a relationship between the device and the event reported or determine a root cause. Probable causes include, leaks, kinks and blockages, the IFU offers further guidance on these matters. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.